Event description:
It was reported the rv (right ventricular) lead had high defibrillation impedance and the lv (left ventricular) lead had intermittently high pacing impedances. Follow up with the physician's office found both leads remain in use and will be monitored monthly and no patient complications were reported. It was later reported that the lv pace/sense lead had dropped significantly from an earlier reading. Follow up also revealed that the low voltage portion of the rv lead was replaced, but is unknown why the replacement was done. It was later reported that the rv lead impedances have been unstable and have shown measurements that where higher than the normal range. The rv lead was capped and replaced. It was also reported that the lv lead had an impedance of 1600 ohms and has dropped to 488 ohms. It was also reported that the lv pacing lead impedance was 1600 ohms. The lv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported the rv lead had high defibrillation impedance and the lv lead had intermittently high pacing impedances. Follow-up with the physician's office found both leads remain in use and will be monitored monthly. No patient complications were reported as a result of this event. It was later reported that the left ventricular (lv) pace/sense lead had dropped significantly from an earlier reading. Follow-up also supplied information that the low voltage portion of the 6936 was replaced several years ago, but it is unknown why the replacement was done. The leads are still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Changed event type to injury for portion of lead replaced on model 6936. Added facility information. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data indicated varying right ventricular lead impedance. Additional data indicated the left ventricular impedance measurement was typically in the 400 - 500 ohm range except for occasional elevated values ranging from 776 - 2400 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data indicated varying right ventricular lead impedance. Additional data indicated the left ventricular impedance measurement was typically in the 400 - 500 ohm range except for occasional elevated values ranging from 776 - 2400 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data indicated varying rv lead impedance. Additional data indicated the lv impedance measurement was typically in the 400 - 500 ohm range except for occasional elevated values ranging from 776 - 2400 ohms.

Event description:
It was reported the right ventricular lead had high defib impedance and the left ventricular lead had intermittently high pacing impedances. Follow-up with the physician's office indicated both leads remain in use and will be monitored monthly. No patient complications were reported as a result of this event.